Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2024 during which the ipg was replaced and the ipg site was repositioned. Therapy was restored post-op.